Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds and high impedance. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.